Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead (B)(6) 200; d224trk implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that they were ¿hearing a tone coming from their device.¿ follow-up with the physician indicated the right ventricular lead had previously been capped because it was ¿deteriorating¿ and ¿was measuring over 200 ohms.¿ the alarm on the device had been mistakenly set to 'on', even though the lead was programmed to 'off', and that was the reason for the tones. No patient complications have been reported as a result of this event.